Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with an alert for high, out of range hv lead impedance. High voltage therapy was turned off. Hv lead will no longer be used. Continuing to monitor the lead was suggested. The patient is doing fine now.